Manufacturer narrative:
Investigation included remote technical troubleshooting with pairing re-entry, time correction, review of notifications, and recommendation and completion of a full supply change. Investigation of this case revealed transient cgm display interruption and suspected brief sensor communication issue, with no evidence of device malfunction, and no calibration required for g7. It was concluded that the hyperglycemia cause was unclear, with user-level corrective actions effective and device function consistent with specifications after reconfiguration and supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced sustained hyperglycemia following an infusion set supply change, with concurrent loss of cgm readings on the ilet and app that was resolved by re-entering the g7 pairing code and correcting the pump time; hyperglycemia persisted later, prompting a complete supply change and subsequent improvement. Symptoms included headache associated with elevated glucose. Outcomes included no injury, no hospitalization, and restoration of glucose readings and declining glucose after troubleshooting and supply replacement.